Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2011. The info obtained from this device showed evidence that the device had been stored outside the recommended storage conditions (0 degrees celsius to 50 degree celsius/32f to 122f). There was also evidence to show that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2011, up to (B)(6) 2012 and again on (B)(6) 2012. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. The device switching itself on would have the effect of filling the memory and eventually depleting the pad pak. Testing confirmed that the returned pad pak (lot a1171) was significantly depleted. Pad-pak (lot a1171) had a use until date of 02/2016. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.